Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process of this pacemaker were reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. The pacemaker underwent a status interrogation. The pacemaker could neither be interrogated nor was the bradycardia therapy available. The pacemaker was then opened. The visual inspection of the inner structure showed no irregularities. The battery voltage was measured. The measurement confirmed that the battery discharge did not meet expectations. With the aid of an external voltage supply, the pacing capability of the device was tested. The implant was capable of providing therapy without limitations. The battery was returned to the manufacturer for an extensive analysis. First, the production documents of the battery were reviewed, which showed no anomalies. Subsequently, the voltage and the heat tone of the battery were examined. The measurement of the battery voltage was able to confirm a discharged battery. A performed microcalorimetric measurement showed an increased heat tone of the battery. The battery was then opened, and the inner structure was visually inspection. The visual inspection detected an internal short-circuit. This internal short-circuit enabled an increased battery-internal self-discharge, which contributed to the premature battery depletion. In summary, premature battery depletion was confirmed during the analysis of the pacemaker. The clinical observation was the result of an increased self-discharge of the battery. The electronic module proved to be without defects during the analysis.

Event description:
After an implantation period of approx. 72 months, it was observed that the device shows the eri status. The device was explanted. Based on analysis results it was decided to report this event.